Manufacturer narrative:
Gtin: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined. (B)(4).

Event description:
During a follow up, oversensing was noted due to myopotentials. The device was reprogrammed and the patient will continue to be monitored.